Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed two hubs were returned with needles fractured from the hubs. No other pieces were returned. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed and the root cause was associated with device design. Corrective actions have been implemented for this failure mode.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up of a knee scope, the hubs at the end of the looped part of the tfcc mender, broke off. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.